Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative determined that the x-ray tube and the igbt board needed to be replaced. No further service information was provided.

Event description:
The customer reported that the system would not produce an x-ray. No patient injury was reported.